Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) could not duplicate the reported complaint. The srt verified that the central control monitor (ccm) time and date was correct. The ccm was left on for over an hour with no issues observed. The system was rebooted multiple times with no change in time or date. The coin cell battery and the battery reading were within specification. The coin cell battery was replaced as a precaution. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) system clock was slowly drifting and showing four minutes faster than when compared to a verified source. As mitigation, the time was manually set before the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per the user facility's biomedical technician, the coin cell battery was replaced in (B)(6)of 2024, but the issue remained. The issue originally appeared in (B)(6) of 2024 and then again in (B)(6) of 2024. This complaint is related to (B)(4)/ MFR #1828100-2024-00194.

Manufacturer narrative:
The field service representative (fsr) replaced the central control monitor (ccm). The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) connected the ccm to lab use only (luo) testing equipment. The pst observed the date and time in the system matched the current date and time. Using a calibrated timer, the elapsed time was monitored for four hours, and no significant discrepancy developed. It was noted that the date/time can be reset by the user. The coin cell battery voltage was within specification. It was determined that the ccm operated as intended.